Event description:
It was reported, the surgeon went to remove an asnis micro 3.0 cannulated screw. The surgeon tried to engage screwdriver and was unable to. Screw head appeared to be stripped. The small conical extractor was inserted into the cannula of the screw, as the surgeon was inserting the tip of the conical extractor broke off inside the screw. The surgeon continued with a small osteotome and dental pick and was eventually able to remove the screw with needle nose pliers.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.